Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 621 mg/dl and diabetic ketoacidosis. Reportedly, customer believed that the infusion set was not functioning properly; however, no infusion set damage was noted. Additionally, customer's non-tandem continuous glucose monitor was not available, and customer did not check bg levels. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.